Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated the device was squirting insulin out from the tubing. The device was not bumped or dropped prior to the alarm. The drive support cap was not normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.